Manufacturer narrative:
(B)(4). Information related to event updated and provided with this report. The initial report had missing blood glucose level information. The information updated and provided with this report.

Event description:
It was reported that customer was hospitalized but not for any diabetes or insulin pump related incident. The customer was off insulin pump therapy for greater than 48 hours at the time of the reported high blood glucose. The customer experienced blood glucose level of 405 mg/dl and 406 mg/dl was current blood glucose level.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 406mg/dl. Customer stated that they came from the hospital and the nurse turn off the pump. It was unknown if the auto mode was on or not. Insulin pump will not be returned for analysis.